Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had problem on the display screen having pixelated issues. Customer's blood glucose value was 9 mmol/l at the time of the incident. Customer will return device for analysis.